Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). Terumo bct is awaiting return of the disposable set.

Manufacturer narrative:
Investigation: we received one collection bag with the leukocyte-removing filter (hereinafter referred to as "filter"). We visually confirmed that the filter was connected in the correct direction and there were no abnormalities such as occlusion in the tubing connected to the filter. We also visually checked the blood remaining in the collection bag and no blood clots were observed. A soft bag containing normal saline was connected to the inlet of the leukocyte-removing filter to rinse the remaining blood inside the leukocyte-removing filter with normal saline flowed by gravity, then we took out eight filter membranes placed inside the filter assembly one by one from the front side of the filter and set them in a row on a waste cloth for further observation, but we did not observe the attachment of residues typified by blood clots. In order to examine the state of trapped white blood cells in the filter membranes, all the filter membranes were stained with toluidine blue. We observed the state of staining and confirmed that the whole area of the pre-membrane, which was placed first from the front, was stained blue. In the main membranes (i.e. The second through eighth), only around the edges were stained blue. In regard to the filter media used for the leukocyte-removing filter assembly of the product in question, the filter is formed (membrane making process) followed by the cutting process, warming process, staking and punching process, and housing assembling process. The filter has two types of membranes that have different pores - pre-membrane and main membrane. With regard to the leukocyte-removing filter used for the product in question, one pre-membrane and seven main-membranes are used. Regarding the leukoreduction performance of the filter concerned, particulate removal rates are tested as in-process control and are confirmed to meet the test standards. We reviewed the test record of the particulate removal rates and confirmed that all the test results conformed to the standards. We also reviewed the record of the manufacturing process of the leukocyte-removing filter product and did not observe any abnormalities or deviations that could affect product quality. For release testing of the product concerned, the blood preservative solution was tested on quantitative tests of sodium citrate hydrate, citric acid hydrate, sodium dihydrogen phosphate, and dextrose, and on net volume measurement and they were satisfied. We reviewed the testing and inspection record of the reported lot number and confirmed that the results of the tests mentioned above conformed to the standards. We have not received any complaints about wbc count failures associated with the reported lot number. Root cause: as stated in the preceding section, we did not observe the attachment of blood clots to the filter media placed inside the returned filter; however, it was confirmed that the pre-membrane (the first membrane from the front) was entirely stained and around the edges of the main membranes (the second through eighth membranes from the front) were stained blue by staining with toluidine blue. Hence it was inferred that the inflow of non-uniform blood occurred in the main membranes for some reason. In this case, it is presumed that blood is likely to be filtered faster than usual. We did not observe any abnormalities or deviations in the manufacturing record of the filter used for the returned set and we confirmed that all the test results of the in-process control testing conformed to the standards. In addition, we confirmed that all the results conformed to the standards with regard to the measured volume and the quantitative values of the component concentration of the drug solution; therefore, we believe that the leukocyte-removing filter used this time conformed to our quality standards. According to the above-mentioned, it was inferred from the confirmation of the state of staining the returned filter that uneven inflow of blood occurred in the filter which was different from normal; however, we were not able to identify the cause of the occurrence of the wbc count failure in question. Furthermore, from the investigation results and so forth of the past similar issues which our factory received, the following cases are cited as common causes of wbc count failures: blood characteristics of a donor; and white blood cells are leaked from the filter due to applying pressure to the collection bag or filter during filtering the collected blood.